Manufacturer narrative:
The facility reported an failure code 810:11. Evaluation summary: evaluation was performed and the reported condition of out of calibration on air in line printer circuit board (ail pcb) was confirmed. Inspection of the pump revealed out of calibration o air in line printer circuit board (ail pcb) caused the failure code 810:11. Replaced the pump head module assembly. The pump was tested for proper operation and pump found to function proplerly.

Event description:
During service by baxter, air in line printer circuit board (ail pcb) with out of specification was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.